Event description:
It was reported the pump under delivered and did not alarm an occlusion. The pump line was kinked, and no drug was infused. No fluorouracil was given for 46 hours when it should have been running. "No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be the uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address:(B)(6).